Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue reported that a spike/drop in motor speed was captured on video and sent to team lead for further discussion. The stm recycled power and could not get it to re-create the problem. The stm captured the logs, (the previous logs were already deleted for the pm, but there wasn¿t anything regarding this issue recorded). Additionally, the stm put the trainer on the pump, with a balloon and let it run for an hour checking for any dips in the pressure wave form, or autofill failure ¿ no issues found. The stm ran the compressor output test another five times, recycling the power in between, no issues. The stm completed the pm and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the cardiosave intra-aortic balloon pump (iabp) has a fluctuating compressor motor speed. There was no patient involvement, thus no adverse event was reported.